Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, while working on the creation of gastrojejunal anastomosis, it was noticed that there incomplete staple line in the anastomosis at the proximal end and some staples did not form properly. There were also staples that fell into the patient's cavity but was retrieved through suction. During methylene test was occurred leakage from the staple line. Surgeon decided correct this anastomosis by over sewing by absorbable suture. Second methylene test show small leakage from oversaw anastomosis, and after this surgeon decided remove gastro jejunal anastomosis and create another one by using new reload. Due to over sewing, patient had unexpected tissue loss and tissue damage. The surgical time was extended by 30 minutes due to device problem. Patient undergone re-operation.